Event description:
It was reported that the screw fell out and bent the back cane on the manual wheelchair while the end user was in a tilted position causing the back to shift to the left. No injury reported as a result of this incident.